Event description:
It was reported that the patient presented in-clinic for a check. Upon review, left ventricle lead exhibited diaphragm stimulation. Programming changes were made. Patient presented for revision procedure on (B)(6) 2023. During pre-procedure testing left ventricle lead exhibited high capture thresholds. The left ventricle lead was capped and replaced on (B)(6) 2023. No patient consequences.